Event description:
Physician was trying to perform a thrombectomy using a 3 french fogarty catheter when the balloon on the end became detached from the catheter and was retained in the musculature of the patient's right leg. Manufacturer response for fogarty balloon, (fogarty) (per site reporter): just returned. Have not received a quality report. Lot#62704328 pulled from stock.